Manufacturer narrative:
Trackwise ID (B)(4) updated sections: b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 08/25/2023. An investigation was conducted on 08/31/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Evidence of charred material was observed between the jaws. A microscopic evaluation was conducted. The heater wire was observed to be bent and flexed away from the base of the hot jaw. The wire was detached from the tip of the hot jaw. The clear silicone insulation of the hot jaw was observed to be peeled at the tip of the hot jaw and remained attached. The insulation of the cold jaw was observed to be intact with no visual defects. Based on the returned condition of the device and investigation results, the reported failure "material twisted/bent wire", as well as the analyzed failure "peeled; jaw" was confirmed. The lot # 3000318233 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Event description:
The hospital reported that during an endoscopic saphenous vein harvesting procedure using vasoview hemopro 2. After the dissection process was completed, the harvester started to perform branch ligation. However, after ligatng several branches, it was noticed that the metal within the jaws had separated from the jaws which created a fork like appearance. Due to this defect, the device was not safe to use anymore and was therefore removed from the surgical field. No parts of the device were lost. A new device was opened and the case was finished with no other issues. The only delay caused by the defect was the time to open up a new hemopro 2 kit, which was less than 2 minutes. No injuries occurred due to the defect.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.